Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector. The insulin pump was monitored and functioned properly. The device was received with missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and scratched keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed low battery alert. The alarm was not resolved during troubleshooting. The customer¿s blood glucose level was 3.8 mmol/l at the time of the incident. The insulin pump will be returned for analysis.